Event description:
The hosp reported that during an endoscopic saphenous vein harventing procedure, the conical tip detached from the unit. An additional incision was made to retrieve the tip from inside the pt's leg. No additional pt complications were reported.